Event description:
It was reported that app stopped working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the mobile device lost power. The reported event of app stopped working is reportable based on the finding of an app crash. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.